Manufacturer narrative:
Device not available for return.

Event description:
On (B)(6) 2018, a perceval pvs25 was implanted and explanted intra-operatively. The surgeon implanted the device and observed a perivalvular leak. He adjusted the position of the device, closed the aorta and still observed a perivalvular leak. Consequently, he decided to remove the perceval and implant a sutured valve instead (edwards magna ease size 25). The device was discarded and not available for return to the manufacturer. These intra-operative difficulties added extensive time to the procedure, although the exact time is not available. However, the patient is doing well after the surgery.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device was discarded, further investigation on the device was not possible. However, based on the information received, the surgeon did not refer any link between the intra-operative difficulties and the device. The surgeon was a new implanter of perceval at the time of the event; consequently, the event is believed to be related to the experience of the surgeon with the perceval implant technique.